Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"Customer confirmed that she is able to put her tongue under the aligners on the last molar teeth on both sides. Update 7/27 jm "hi, I did try all of the steps that you listed. However, the back left side of my bottom retainer is cutting into my tongue."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.